Event description:
This pt had a chest tube inserted while she was in the intensive care unit. The attending physician stated the pt had a history of severe respiratory disease. When the chest tube was inserted there was very little pleural space and the tube went into the lung and punctured the pulmonary artery. The pt was rushed to surgery and expired there. The physician is a pulmonary specialist. The medical examiner's office notified rptr 8/11/93 and suggested that rptr file this report.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.